Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/9/24. The user's mother reported the user was hospitalized due to high bg levels, which reached over 700 mg/dl with large ketones. Despite multiple supply changes, the user's blood glucose levels continued to rise, beginning around 2 am. The user was admitted to the ER, where they received multiple daily injections (mdi) of short- and long-acting insulin, as well as fluids and monitoring. Immediate health effects included nausea, headache, and overall poor feeling. The user resumed the ilet system after additional training on 10/9/24.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began when the insulin cartridge ran out of insulin and was not replaced, but persisted after the supply change was completed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway, as well as the user failing to replace the insulin cartridge for several hours, resulting in insufficient insulin delivery.